Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump ¿would not deliver my insulin.¿ customers blood glucose was greater than 600 mg/dl. Multiple attempts were made by tandem technical support, however, no response was received.